Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct on (B)(6), 2012 during a stent placement procedure. According to the complainant, no issues were noted to the device prior to the stent placement. Additionally, the patient's anatomy was not dilated prior to the stent placement. During the procedure, the stent was implanted within the common bile duct. Post deployment, it was noted that the part of the stent projecting from the papilla was approximately 5 mm in length, which appeared to be shorter than the original length. Additionally, it was reported that, "the flare of the stent was not open tidily and the shape of the loop wire was unusual and protruding." The physician did not attempt to reposition the stent by grasping the loop wire, but rather, removed the device from the patient and implanted a different device to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "stable" at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned device found that only the deployed stent was returned for evaluation. No issues were noted with the profile of the stent. The stent was fully expanded and measured to the correct dimensions. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause of the reported issues is operational context, as anatomical and/or procedural factors encountered during the procedure may have hindered the device's performance.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was attempted to be implanted within the common bile duct on (B)(6) 2012 during a stent placement procedure. According to the complainant, no issues were noted to the device prior to the stent placement. Additionally, the patient's anatomy was not dilated prior to the stent placement. During the procedure, the stent was implanted within the common bile duct. Post deployment, it was noted that the part of the stent projecting from the papilla was approximately 5 mm in length, which appeared to be shorter than the original length. Additionally, it was reported that, "the flare of the stent was not open tidily and the shape of the loop wire was unusual and protruding." The physician did not attempt to reposition the stent by grasping the loop wire, but rather, removed the device from the patient and implanted a different device to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be "stable" at the conclusion of the procedure.

Manufacturer narrative:
(B)(4): stent damaged; failed to expand. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. It should be noted that following a review of the complaint file, which included images of the stent, the bsc engineering and medical team verified that the stent was not fully expanded and the damage to the loop wire did not prevent the stent from opening.